Event description:
A report was received that the patient's lead was producing high impedances. The patient underwent a lead replacement. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial/lot #: (B)(4)description: 30 cm splitter kit. The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.